Event description:
Pt was found dead in bed at 0530. Pt had been using a bi-pap machine connected with standard circuit tubing to a concha humidifier in the middle of the circuit. A water trap was in place in the circuit as was a bacteria filter, an exhalation port, a temperature probe and a proximal pressure line. The circuit ended in a flex tube with swivel adapter attached to the pt's tracheotomy tube. The cuff on the tracheotomy tube was inflated. The flex tube had been twisted between 180 degrees and 360 degrees causing it to collapse upon itself, occluding the lumen. Medical examiner's office has stated the preliminary cause of death was asphyxiation due to the tube's occlusion.